Manufacturer narrative:
Imagery was provided by the complaint site it was observed the strain relief of the sheath was punctured due to the bent valve strut. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed two (2) valve struts were bent outwardly at the inflow side. One strut was bent 90 degrees, and the other strut was bent greater than 90 degrees. All struts exposed through skirt, and it was normal after crimped and used. Flex tip gouges were observed. No functional testing or dimensional testing was able to be performed due to device return condition (bent struts). DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU for commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, vascular access: access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through the device evaluation. Review of DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of manufacturing mitigations supports that the valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, the 14 fr esheath could be placed without any problems. Very high push forces after inserting the commander system into the sheath. Loader was fully in the sheath. The system was halfway in (expandable part). Implanter tried to push the system through the e sheath, but it did not work. In angio, it was observed that a valve strut came out the sheath and decided to remove the system with the e sheath. Moderate calcification and tortuosity was present in the patient access vessels. Per the training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the sheath, resulting in increased resistance. If excessive force was applied to overcome the resistance, it is likely the observed valve damage could occur. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The complaint for frame damage was confirmed. No manufacturing nonconformances were able to be identified. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in germany, during implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach there was resistance while advancing the valve and delivery system through the esheath when the system was half way into the expandable part. The operator was unable to push the system through the esheath. The valve strut was observed to be bent outward and came out of a hole in the sheath. A second valve was prepared and the procedure went well. There was no injury to the patient. The patients access vessel minimum luminal diameter was 6.5 and had a moderate degree of vessel calcification and tortuosity.